Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device remains implanted

Event description:
This complaint was raised with minimal information received from stryker clinical team: "subject reports extreme pain in the left knee and left hip and requires painkilling medication. Previously patient had to use morphine to control pain - this was discontinued due to side effects. Patient attributed pain to device. Surgeon¿s clinical notes to follow. Medical history of back pain and leg pain, diabetes, htn and asthma."